Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted a defective weld on the cassette . Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the leak through peeled back cassette sheeting on the corner of the cassette. The reported issue was verified. The cause of the condition was determined to be manufacturing related caused by a defective weld. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked. This event occurred during set up. The patient was not connected at the time of the event. The caregiver had closed the clamps but stated fluid was leaking from somewhere. The caregiver opened the door and stated the inside of the device was wet; fluid seems to be leaking from the cassette itself. There was no patient injury or medical intervention associated with this event. No additional information is available.